Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coelio hysterectomy, during the retake on "curage en coelio ", surgeon observed a complete division of the vaginal section (asymptomatic), the vaginal section was again sutured with the same kind of suturing device.